Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had blank display. The customer's blood glucose level was 392 mg/dl. The customer also stated that the insulin pump had a fluid under the lcd display. The customer was assisted with the troubleshooting. The insulin pump will be returned for the analysis.

Manufacturer narrative:
The insulin pump was received with blank display due to moisture damage on electronics. Unable to perform self test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test due to blank display.